Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid on them (not obstructed).

Event description:
It was reported that during implant, the left ventricular lead caused muscle stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.